Manufacturer narrative:
The philips remote service engineer (rse) remotely interviewed the customer who was onsite. The (rse) confirmed the customer had updated their software and, in the process, neglected to disable the alarm recorder status message. As a result, this message appeared though no alarm recorder was connected. After the customer deselected alarm recorder status messages, the device was returned to functional use with no further issues identified.

Event description:
The customer reported that the system alarms are not heard on the monitors. There was no reported adverse event to the patient or user.

Event description:
The customer reported that the system alarms are not heard on the monitors. There was no reported adverse event to the patient or user.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.